Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary tubing set was being used to deliver an unspecified medication via a symbiq pump. At an unspecified time, the male adapter of an unspecified secondary tubing set was connected to an unspecified clave y-site of the primary tubing set for piggyback delivery of an unspecified chemotherapeutic agent. After an unspecified length of time, the customer contact reported that solution leaked from an unspecified location of the clave y-site of the primary tubing set. The primary tubing set was replaced and the therapy was resumed. It was reported that the solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.